Event description:
A customer reported that the pump repeatedly prompted the customer to reload the cartridge after filling the tubing, causing the loading process to restart automatically without issuing specific alerts or errors. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.